Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of five manufacturer reports being submitted for this case.

Event description:
During a trans-subclavian tavr procedure, during the deployment of a 29mm sapien 3 valve, the commander delivery system did not inflate symmetrically, resulting in the embolization of the valve. During the procedure, following the insertion of the esheath, resistance was encountered while advancing the delivery system and valve through the sheath. The delivery system was able to cross the annulus, but when the flex catheter was retracted, movement of the valve on the balloon was observed. It appeared that the valve was ¿dragged off of the balloon¿. The catheter was advanced again and the valve was realigned on the balloon and advanced back to the annulus. During valve deployment, the delivery system balloon appeared to expand in an ¿asymmetrical fashion¿. The balloon expanded on the aortic side, but had minimal expansion on the ventricular side; this resulted in the aortic embolization of the valve. The valve was then deployed in the thoracic aorta. It was reported that when the delivery system was removed, the balloon was intact; however, all of the contrast ¿dumped out of the guidewire lumen¿. The procedure was then converted to a transfemoral approach. The native annulus measured 26.9mm by CT with a valve are of 564mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
(B)(4). The delivery system was returned to edwards lifesciences for evaluation. During visual examination, the following was observed: delivery system received in the un-locked position with no fine adjust used. There was buckling at the flex shaft to flex tip. Separation on balloon shaft proximal to the metal stop sleeve was observed after disassembly. The balloon was un-pleated and unfolded. No other visual abnormalities were noted. The device was unable to be de-aired during functional testing; it was disassembled and a separation was observed on the balloon shaft proximal to the metal stop sleeve. No additional functional testing could be conducted due to the separation on the balloon shaft. The complaint for delivery system leakage was confirmed. However, this leakage was not observed until after the valve was deployed and the delivery system removed from the patient. This indicates that the separation may have occurred during retrieval of the delivery system as the device was being handled/manipulated. Additionally, valve alignment was performed multiple times and additional handling/manipulation of the device may have also contributed to this failure. This type of failure (balloon shaft fracture) can be attributed to the use of excessive force or bending of the balloon shaft. The following design/procedural factors may contribute to the delivery system/balloon shaft being susceptible to this failure: a) balloon shaft component: bending of balloon shaft at the proximal stop sleeve can break the joint. Bending is considered plausible during clinical use. B) clinical usage scenario: user is inadvertently pulling the balloon shaft past the white marker and bending the balloon shaft in during gross valve alignment. The reported valve movement on balloon could not be confirmed without imagery. No manufacturing non-conformances were identified in the returned device. Improper alignment of the valve on the balloon can contribute to non-uniform inflation of the balloon and thus movement of the valve along/off the balloon during balloon inflation and valve deployment. It is uncertain if the valve was first aligned and then moved prior deployment as there are no information available to confirm that the valve was aligned and positioned correctly at any time. Other procedural/patient factors can also contribute to valve movement on balloon prior to or during deployment: incomplete balloon aortic valvuloplasty (bav) or bav not performed, improper/incomplete valve alignment/fine adjustment, balloon shaft not fully locked after valve alignment/fine adjust during navigation and crossing of the catheter to aortic root, improper coaxially of the delivery system and valve to the annulus during valve positioning and deployment, tortuosity of patient anatomy (aorta) and calcified native valve (especially in the cases where bav was not performed). In this case, it was reported that the patient had moderate valve calcification and mild root calcification, and an ascending aorta angle of 48° (almost quite horizontal aorta). Valve diving and/or compression of the flex catheter may occur during valve alignment. Performing valve alignment at a bend or angle can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped thv valve slides into the flex tip lumen. Alternatively, compression may be observed in the distal portion of the flex catheter during valve alignment due to non-ideal valve interaction/alignment with the flex tip. It is likely that procedural factors (valve alignment technique, or handling of the delivery system) and/or patient factors (tortuous and calcified anatomical features) contributed to the reported valve movement on balloon. The reported delivery system leakage was confirmed. The reported valve movement on balloon was unable to be confirmed. No manufacturing non-conformities and no labeling or IFU inadequacies have been identified. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors may have contributed to the reported complaint. No corrective or preventative action is required at this time. Trending will continue to be monitored. Please reference related manufacturer report no: 2015691-2016-01095. Please reference related manufacturer report no: 2015691-2016-01096. Please reference related manufacturer report no: 2015691-2016-01097. Please reference related manufacturer report no: 2015691-2016-01098.